Event description:
Patient reported left side rupture "leaking from pocket to axillary lymphnodes." Healthcare professional additionally reported capsular contracture, baker grade iii/IV. Later, healthcare professional reported device was "intact." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, and creases flat. No other observation observed. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leaking from pocket to axillary lymph nodes"; capsular contracture, baker grade iii/IV.